Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported that on multiple times, the customer's infusion set adhesive did not adhere to the skin and the cannula slipped out preventing insulin delivery. The customer placed a (B)(6) over the infusion set to keep it in place. The impact to the customer's blood glucose level was not known. The customer declined tandem technical support's offer to troubleshoot. The customer reverted to syringe therapy to manage diabetes. Customer did not provide the infusion set information.